Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm in which multiple episodes were detected by the extravascular implantable cardioverter defibrillator (ev-ICD) and appropriately treated. It was noted that within two episodes of vt, therapy was inappropriately withheld because the morphology amplitude was smaller than the sense amplitude, and therefore the episodes were detected as noise. In addition, detection of two episodes of ventricular fibrillation (vf) was delayed due to undersensing. The ev-ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated the device failed to deliver therapy. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory indicated right ventricular undersensing. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.